Event description:
An ophthalmic surgeon reported that the primary incision is often decentered and appears to be macerated. It is not a straight line making these incisions and very often not watertight. Suture is needed at least 70-80% of the main cornea incisions that they perform with the system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).